Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 24 x 2.25mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 205mm distal to the distal end of strain relief as well as a multiple hypotube kinks located along the length of the shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 24 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion even after several attempts and noticed that the shaft was kinked and broken. The procedure was completed with a different device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 24 x 2.25mm promus premier drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion even after several attempts and noticed that the shaft was kinked and broken. The break was 25-30cm from the hub. The procedure was completed with a different device. There were no patient complications reported and patient's status was stable.